Manufacturer narrative:
Philips service rebooted the system, resolving the issue, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine failed to boot; resolved via manual restart on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.